Event description:
Clotbuster amplatz thrombectomy device was used in a dialysis graft. The transitional portion of the device was found to be broken as the physician attempted to advance to catheter through the sheath. Customer reported that the drive shaft appeared to protrude through the catheter. No adverse sequelae were reported.